Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended and dried blood was present in the helix housing. Detailed analysis and an x-ray confirmed that there was a fracture near the is-1 terminal. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure after placing this right atrial (ra) lead into the heart and subsequently the right ventricular (rv) and left ventricular (lv) lead it was noted that the ra lead had dislodged. Upon attempting to retract this ra lead it was not possible to retract the helix. Measuring the ra lead pacing impedances on the pacing system analyzer (psa) showed out of range measurements as well as noise and loss of capture. The ra lead was finally extracted and a new lead was used. No adverse patient effects were reported, the patient was not pacemaker dependent.